Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Unrelated to the complaint, the pump booted with lines through the display; the pump was opened and the display flex was found to have failed.

Event description:
The patient's father stated that the patient's blood glucose has been erratic for 1-2 weeks. He is questioning the basal delivery rates. He also says that there was an issue with a kinked cannula one time that subsequently led to a blood glucose level of 400 mg/dl with ketones. He says the patient may be experiencing a growth spurt but states that it has taken several attempt to correct his high blood glucose levels. The reporter did not have the pump in hand to troubleshoot. Animas was unsuccessful in contacting the reporter to ask additional questions. This complaint is being reported because the reporter alleged that the pump may not have delivered insulin accurately and the patient experienced elevated blood glucose levels that may be indicative of hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.